Event description:
It was reported that upon after implantation of the restoration modular distal stem into the patient's left femur, intra-op x-ray showed that the patient's femur fractured near the distal tip of the stem. The stem was removed. Allograft, 2 sets of cables, and another restoration modular distal stem was implanted. Surgery completed successfully with a delay of approximately 1 hour. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding intraop fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: upon after implantation of the restoration modular distal stem into the patient's left femur, intra-op x-ray showed that the patient's femur fractured near the distal tip of the stem, the fracture was addressed intraoperatively. The exact cause of the event could not be determined because insufficient information was provided. Further information such as intra- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.